Event description:
Boston scientific received information that this chronic intensive care unit (ICU) patient with multiple arrhythmia was gravely ill and was being treated with many intravenous medications. It was reported the implantable cardioverter defibrillator (ICD) delivered eight appropriate shocks during an initial ventricular fibrillation (vf) episode, however it was questioned why subsequent episodes were not treated. Technical services (ts) reviewed the electrograms, and noted beats that were undersensed were preceded by large signals and followed by a smaller signal resulting in undelivered therapy and the patient required external shocks. Ts also noted a very fine vf signal during some episodes, which may have contributed to the undersensing. Ts discussed that the device operated according to programmed parameters. The patient was noted to be unconscious. Programming optimization was made to reduce undersensing.

Manufacturer narrative:
Further information was later received that the patient had died of an unspecified cause. No allegations or evidence of a device deficiency were reported at the time of death. The local field representative was contacted for further information, however, no further information is available. The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was reprogrammed and remains in service. The patient continues to be monitored. No further information is available. This report will be updated if more information becomes available.